Manufacturer narrative:
Tech support walked biomed through setting up network setting and reseat individual back plane boards. Investigation findings show biomed repaired the unit by swapping parts with another monitor spacelabs regulatory representative department contacted the customer shortly after the reported event to provide assistance, however the customer biomed confirmed the monitors were now correctly installed, and declined further assistance. No injury reported. This report is considered final and the issue is closed.

Event description:
Spacelabs received that on (B)(6) 2020 a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.